Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink device split. After patient use, the primary IV line tubing split in half and the clamp got caught in the IV pump. The blue clamp had to be manually removed from pump with kelly forceps. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 03/08/17 and 03/09/17. The device was received for evaluation. During visual examination, the defect leak-cut slice hole was verified in the tubing. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.